Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited that the adhesive around the ob (objective) lens was peeled, adhesive around the lg (light guide) lens was peeled and the switch 1 (sw 1) had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The most likely cause of the adhesive around the objective and light guide lens peeling is traced to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.